Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot number were not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported during a procedure to treat a lesion in the left circumflex (lcx) artery, a whisper ms guide wire was advanced and placed in a small side branch. After withdrawal of a whisper ms guide wire at the end of the procedure, it was noted that the tip was separated and remained in the side branch. There was no reported resistance during advancement or withdrawal of the guide wire. Reportedly, no attempts were made to retrieve the tip of the guide wire from the patient anatomy. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.